Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker dropped to one and a half years remaining longevity in about four months. Boston scientific technical services (ts) accessed latitude and it was noted that the patient has been in atrial fibrillation (af). Moreover, boston scientific technical services (ts) explained this can cause increase battery consumption. Analysis showed that the device was depleting normally. The increase in power consumption is correlated with the onset of persistent atrial arrhythmias. This product has not been returned, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. As of this time, the device remains in service. No adverse patient effects reported.